Event description:
It was reported patient experienced shocking and a revision was done with new leads and neurostimulator (ipg).it was added that issue was resolved .patient outcome was reported as alive with no injury. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), explanted: (B)(6) 2013, product type: lead product ID: 3777-60, serial# (B)(4)explanted: (B)(6) 2013. Analysis of neurostimulator model 37712 serial # (B)(4) showed no significant anomalies and passed final functional testing after cleaning the port. Normal impedances were observed and good stable out was seen on electrode pairs as received. Analysis of lead model 3777-60 serial/lot # v550693022 showed no significant anomalies. Analysis of lead model 3777-60 serial/lot # v550693020 showed no significant anomalies.